Event description:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes. Summary of analysis on h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes .device returned and functional testing with syringe and submerged in water. No leakage was found on the returned sample. In order to verify that there are no situations or practices that could create/generate the event as described in "description of non-conformance" section an audit of the production floor was conducted by the quality engineer on 07/jan/2020 p/n. 100/199/075 l/n 3908098. The only difference between p/n 100/199/075 and p/n 100/199/080 is the size, both follows the same process. Customer complaint could not be verified and no fault found in device .unknown root cause. Device passed all testing done prior to release and sale.

Event description:
Information was received indicating that 30 minutes following intubation of a smiths medical portex® soft seal® cuff murphy eye tracheal tube, the cuff was observed to be leaking. There were no reported adverse effects.